Manufacturer narrative:
Image review: four images received for analysis. The images depict the distal section of an onyx frontier device. Deformation is evident to the mid-stent with struts raised. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, positioning difficulties were encountered and the stent became deformed during positioning. An attempt was made to advance and position the stent in the left anterior descending artery, but the stent would not go inside the vessel and resistance was encountered when advancing the device. The stent was removed and was found to be damaged. The lesion in the left anterior descending artery was then treated successfully using a different stent (2.25 × 12mm) without issue. No patient complications have been reported as a result of this event.